Event description:
It was reported there was high impedance on the superior vena cava (svc) coil. It was further noted there were three episodes with an impedance greater than 200 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The distal segment of the lead was returned, analyzed and the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.